Manufacturer narrative:
Device was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had critical pump error alarmed. The customer¿s blood glucose level was unknown. Customer also reported that they did not received a book image on the insulin pump screen as insulin pump did not open anymore. Customer reported that they were on pool side. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.